Event description:
It was reported to medtronic minimed that the customer was hospitalized for eleavted ketones and high blood glucose event value 592 mg/dl at admission after pump¿s battery depleted while he was asleep and the hyperglycemic event was treated with insulin pump and manual injection. The event involved product(s) mmt-1884,mmt-326a,mmt-378a. Troubleshooting was performed for hyperglycemia the was using the insulin pump system prior to hospitalization, and received insulin drip. Symptoms at admission included vomiting, headache, and feeling tired/weak. The pump¿s time may have been an hour off at the time of the incident. The customer was advised to change the infusion set and order a new sensor as per healthcare provider instructions. No further patient complications were reported. No product replacement or return was required for mmt-1884,mmt-326a,mmt-378a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.